Event description:
Customer called to report low bgs for the last two weeks. It was stated that patient had many insulin reactions and was admitted in the emergency due to the low bgs. Troubleshooting was performed. The lead screw made a complete rotaion. Also customer indicated that patient was on and off the pump, and when patient is off it, the bgs are ok, but as soon patient came back on, bgs were low. Device was not dropped, bumped, or exposed to moisture.